Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products : dtba1qq ICD implanted (B)(6) 2015, 6935m-62 lead implanted (B)(6) 2015.

Event description:
It was reported that the left ventricular lead threshold increased 0.625 volts, and had now stabilized at 1.5 volts. The lead remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.